Event description:
Chronic hip/groin pain led to an x-ray which showed both clips to the very far right of my body. Still awaiting my gynecologist phone call to schedule an exploratory laparoscopy. Hoping to be able to remove these clips. Also, unsure of whether or not I may unexpectedly get pregnant.